Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect/invalid. Device not received.

Event description:
It was reported that the bracket has come loose on the plate. The attachment becomes loose upon provocation without much force. No other information was provided.

Event description:
It was reported that the bracket has come loose on the plate. The attachment becomes loose upon provocation without much force. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of brackets coming loose on the plate is inconclusive because the returned samples were unused lot samples. Three unopened statlock devices were returned for evaluation. An initial visual observation showed the statlock devices returned were all of the same lot number of the complainant device, as they were lot samples. No use residues were present on any of the three devices. A tactile evaluation of each of the three samples revealed difficulty attempting to pull off the plastic bracket from the pad adhered to the bracket. A microscopic observation revealed a sufficient amount of adhesive present on each of the three devices once the pad was pulled off from the bracket. Because the samples returned were lot samples of the original complainant device, the complaint of the bracket has come loose on the plate is inconclusive. The lot samples returned proved difficult to pull the pad from the plastic bracket, making it difficult to draw a conclusion based on the lot. Based on the description of the reported event, possible contributing factors include damage during storage, handling, or while in use, exposure to incompatible chemicals, and inadequate adhesive.